Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a lesion in the left main with moderate tortuosity. It is reported that the device could not cross and the stent dislodged from the balloon. The patient was then transferred to surgery. No other reported patient complications or clinical sequelae. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Inherent risk of procedure ¿ (stent embolism/dislodgement). No results available since no evaluation performed - (device or procedural images not provided for review). ( device not returned for evaluation). Evaluation conclusions: inherent risk of procedure ¿ (stent embolism/dislodgement). (Root cause could not be determined). Unable to confirm complaint - (device or procedural images not provided for review). Device not returned - (device not returned for evaluation). (B)(4).